Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was unknown. Patient (pt) was reprogrammed and able to feel stim in their back again. It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt says on group a they "aren't getting the full effect anymore, I just feel it in my upper legs but not in my lower back, like its lost its intensity it started this past week on wednesday". Pt says they were laying in bed then all the sudden it stopped, so she checked and found the ins had 90 percent battery still. They tried group b and c and they are working fine but both settings are a little too high "and it makes me feel like my kidneys and lungs are being vibrated". Pt went to group a which has 1 setting, and didn't know how to increase stimulation so patient services instructed her. She moved from 4.1 to 4.7v but are still just feeling it in their legs but not the lower back. Pt says they fell and landed on their buttocks a couple weeks ago. The issue was not resolved. The patie nt was redirected to their healthcare provider to further address the issue. The patient called back, repeated previously documented information - stim no longer working full force after a fall, only light tingling on left side and not hitting their lower back at all. They were rather frustrated since they spent 3 days this week trying to get into contact with their hcp

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was scheduled for a reprogramming at the request of her hcp was scheduled for a reprogramming at the request of their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.